Event description:
Olympus further received information that the sheath fell off while inside of the scope during procedure. The subject device was thrown away as well as the packaging.

Manufacturer narrative:
Corrected field:d4, kr401627 is the lot number for the subject device. This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the aspiration needle broke off in patient during diagnostic bronchoscopy without fluoroscopy under anesthesia - bilateral, ultrasound endobronchial. The needle was retrieved and the procedure was extended for 10 minutes. The procedure was completed with a similar device. There were no reports of patient/user harm.

Manufacturer narrative:
The subject device was disposed. The evaluation of the event is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.